Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Photos of devices were submitted. The photographic evidence appears to confirm that lockout tabs were not present in at least two fired cartridges. Based on the photographic evidence the event description can be confirmed. The belief is that at least two cartridges were fired with no lockout tabs present and an attempted re-fire of the cartridge could have occurred. Unfortunately, the photographs do not provide evidence as to the cause of the missing lockout tabs. Hands on cartridge analysis may be able to determine the cause of the missing lockout tabs.

Event description:
It was reported that during a laparoscopic gastric bypass, the device was fired. The reload was not removed after the firing. The device was handed back to the surgeon and the spent reload was fired again. The device cut but did not staple. This was the firing to do the anastomosis. This part of the anastomosis was cut out and the anastomosis was redone. There was bleeding; amount unknown. The patient did not receive a blood transfusion. A second device was opened and the case was completed with no patient consequences. The number of firings is unknown. The patient is currently stable. No device or cartridges returning.